Manufacturer narrative:
The used complaint company cartridges for lot and the lens were not returned for evaluation. Eight unopened company cartridges were returned for the reported lot in the opened 10-count carton. The eight returned unused company cartridges were evaluated. The company cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All eight company cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was indicated to be a toric lens. The specific model/diopter being used was not provided. It is unknown if a company toric lens was in the qualified diopter range for use with the company cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample and lens were not returned. No determination can be made without physical evaluation of the complaint sample. The eight unopened company cartridges returned for the reported lot were evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. The company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company hand pieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Unopened product samples returned to the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the optic of an unspecified iol was found scratched or having a line, more like a scar in the shape of line than scratch and not like an attachment, following insertion. The procedure was completed. The iol remains implanted and the patient has good visual acuity. The physician noted that the issue was caused in cartridge. Additional information has been requested; however, further information has not been received.